Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "capsule." It was later reported "presence of folds" and "delaminated shell valve." The device has been explanted and replaced.